Manufacturer narrative:
The device was not received for investigation at stryker endoscopy because it was repaired locally in japan. The technical service report indicates: we regret to inform you that the above-mentioned product cannot be repaired. Reason for non-repairability: the coating on this product is damaged (cut during surgery). However, since the components for this product are not supplied by the overseas manufacturer, we are unable to disassemble or replace parts for repair. Therefore, this product cannot be repaired. We would appreciate your kind consideration and understanding. Probable root cause: reed switch assembly malfunction use error the reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the cable was burned during the procedure.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available, it will be provided in future reports.

Event description:
It was reported that the cable was burned during the procedure.